Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis. Customer's blood glucose was 1538 mg/dl, the customer blood glucose at the time of call was 130 mg/dl. The customer was hospitalized on (B)(6) 2017 at 7:30pm. The customer was treated with insulin drip. The customer was not wearing the insulin pump during the hospitalization and was off of pump for less than 48 hours prior to hospitalization. The insulin pump will not be returned for analysis.